Event description:
During a follow-up in-clinic, episodes of far field r-wave oversensing (ffrwos) was observed on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement was confirmed. The alleged caused was due to patient ambulation. The ra lead was explanted and replaced to resolve event. The patient was stable.